Event description:
Customer reported none of the blood glucose levels entered in the device has been saving. Customer's blood glucose was 256 mg/dl. Customer had blood glucose automatically link to her device. She did not use the capture events on the device. Carelink stated customer did not given insulin two different days and customer stated her blood glucose was high. Customer stated the insulin pump hadn't changed her reservoir for eight days and customer states she has changed it everyday. Bolus were not saved in the bolus history but device showed it had saved it. Customer was advised to do a bolus and it did appear in the history. Customer was disconnected. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed with correct time and date. Insulin pump was monitored for 9 days, several bolus were programmed and delivered. All bolus programmed were delivered and recorded properly at the bolus and daily totals history screens. No unexpected bolus delivery or bolus history anomalies were noted. Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window and case.